Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the screw cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 29th january, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the screw cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the screw cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Previous h3a device evaluated by manufacturer: no, corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other, corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer, corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights - powerled. It was stated the screw cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment or diagnosis. A root cause analysis for investigated problem was performed by subject matter experts and concluded that: maquet sas did not receive enough information to conduct the technical investigation. It is not possible to determine the root cause and therefore the factory investigation report cannot be performed. In case of new relevant information, the case will be reconsidered. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Manufacturer narrative:
Event site : (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On 29th january, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the screw cover was missing. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.